Event description:
The customer reported that the device failed at power on where the display was blank and the rfu indicator had red "x" and a periodic audio chirp. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.